Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) (B)(6) had a damaged adapter. The following information was provided by the initial reporter: "difficulty in connecting the 21g and 22g insyte autoguard catheter to the secufil extensor used in tests with contrast injection. The problem has been occurring for about a month."